Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site and subsequently underwent a skin revision and abutment replacement on (B)(6) 2019. The procedure was performed under general anaesthesia and excised and sutured closed around the new abutment.